Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed as the lot number was not provided. Visual inspection: the sample was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was inconclusive as the device was not returned. Per the IFU (instructions for use), never advance the crosser catheter without the aid of fluoroscopy. Per the reported event details, the user did not locate the proper site before activating the crosser. Movement of the product without fluoroscopy guidance may result in damage to the product or injury to the vasculature. Therefore, user-related issues may have contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - when using the crosser® catheter in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser® catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. - never advance the crosser catheter with out the aid of fluoroscopy. -do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator. Adverse events: - as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. - set the irrigation system to 0.3ml/sec (18ml/min) and switch irrigation system "on". Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Interventional use: - advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. - upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14s catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of an occlusion procedure in the posterior tibial artery the health care provider (hcp) allegedly perforated the vessel with the guidewire during insertion into the lesion without awareness. It was further reported that since the hcp had not realized the vessel had been allegedly perforated; the recanalization catheter was threaded onto the guidewire and activated in the lesion, resulting in an alleged extended perforated vessel. Reportedly, coil embolization was required to seal off the vessel and stop the bleeding. The patient was reportedly hemodynamically stable at the conclusion of the procedure.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of an occlusion procedure in the posterior tibial artery the health care provider (hcp) allegedly perforated the vessel with the guidewire during insertion into the lesion without awareness. It was further reported that since the hcp had not realized the vessel had been allegedly perforated; the recanalization catheter was threaded onto the guidewire and activated in the lesion, resulting in an alleged extended perforated vessel. Reportedly, coil embolization was required to seal off the vessel and stop the bleeding. The patient was reportedly hemodynamically stable at the conclusion of the procedure.